Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital . Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 5.3cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22mar2024. It was reported that balloon damage occurred. A 10.0mmx80mmx135cm (5f) sterling balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon wall was found damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, device analysis revealed a pinhole in the balloon.